Event description:
The customer reported that the device was overheating during testing at the user facility. There was no patient involvement, no medical intervention, no delay, and no adverse consequences.

Manufacturer narrative:
Follow up being submitted for investigation results and additional information.

Event description:
The customer reported that the device was overheating during testing at the user facility. There was no patient involvement, no medical intervention, no delay, and no adverse consequences.